Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that his neurostimulator just stopped working for unknown reasons. Patient further explained that when he turns stimulation up he doesn't feel any stimulation and said that he doesn't know if there could be an issue with where the lead meets the implant because he's felt a couple "pulls". Patient described that by pulls he meant sensations that felt like when you had a hair pulled out with a tweezer and he felt these sensations right in between where the lead goes into the implant in the pocket. Patient said he wasn't sure if there were "calcifications" in that area. Patient reported he had not fallen or had trauma. Patient reported that he hadn't felt any stimulation sensation for about a week or so and the pain has been really bad in the last 3-4 days. The circumstances that led to the reported issue were unknown. During call patient was on group a with 1 program. Patient said he had started at 2.8v in the beginning when he got the device and had eventually increased to 3.3 v where he had been at prior to issues, noting that he could feel stimulation as a little jolt when he coughed or sneezed but now he was up to 5 v and didn't feel stimulation. During call reviewed maxiumum intenisty setting for intellis device. Patient increased to 7v and said he felt a little stimulation and a slight twinge in his right hip. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Redirected patient to hcp to have device checked. Patient said he had called to ask for appointment with manufacturing representative (rep). Reviewed role of rep and redirected patient as patient said he hadn't called his dr's office yet to ask for appointment with rep.